Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has not yet been returned for evaluation. The investigation is currently ongoing.

Event description:
It was reported that during an embolization treatment, four attempts were made to detach the coil; however, the coil did not detach. During removal, the coil unexpectedly detached. The proximal portion of the coil and pusher were removed. The distal part of the coil was implanted in the aneurysm. There was no reported patient injury. The current patient's status is reported to be fine.